Event description:
It was reported that pump declared altitude alarm and insulin delivery was suspended while pump remained within validated operating altitude range. There was no adverse impact to the customer¿s blood glucose level. Customer removed obstruction from speaker holes, cleaned area as instructed, removed and reconnected cartridge, and successfully resumed insulin, and technical support provided additional guidance for preventing altitude alarms with customer planning to contact support again if issue recurred.